Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed volume testing. There was no patient involvement.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a scratched lcd lens. There was no evidence in the device's event history log. Three accuracy tests were performed, and the reported problem was duplicated. The device was found to be over delivering per manufacturing specifications. The expulsor was replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period.